Manufacturer narrative:
The phenomenon was not duplicated. As a recurrence-preventive measure, an estimate of repair for speakers was offered to the customer. Customer declined the repair. The unit was returned to the customer without replacing parts to address the 'primary alarm failure' identified in the history log.

Event description:
The international customer sent the v60 vent to the manufacturer's international service center to revert the unit's software to v 2.10. The service technician, while reviewing the diagnostic event log, identified occurrence of primary alarm failed. There was no patient involvement.